Manufacturer narrative:
This MDR is the result of an investigation finding. The complaint of complications when pulling the white needle grip from the grey tip shield component was confirmed and the cause appeared to be manufacturing related. Four 20g nexiva units from lot #4193548 were provided for investigation. A functional test showed that each needle was difficult to disengage. Resistance was identified between the needle and the tip shield component. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd nexiva 20 ga x 1.25in sp with maxzero unable to pull the needle apart. The following information was provided by the initial reporter: material # 383557. Batch # 4193548. It was reported by customer that unable to pull white and grey apart to break the seal. Verbatim: unable to pull white and grey apart to break the seal.